Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. D4: batch # 197a36. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with joint cover damaged, distal nozzle missing, proximal nozzle loose, retainer-nozzle half inside a plastic bags, and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Further analysis shows the shroud handle partially open and misaligned on the trigger release button. This condition must likely cause the reported event. The device was disassembled to verify the condition of internal components and the two shroud pin were noted bent and two holes on the same area were noted damaged due to an improperly assembled shroud. The damage on the shroud has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Date of even unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that the surgeon used ec60a in lap. Gastrectomy surgery. When surgeon fired the firing trigger of ec45a, he found that the endocutter was stuck. And stuck clip can't be removed. So they changed new endocutter to complete the surgery. No patient consequences reported. No further information is available.